Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the renal artery target lesion, the physician delivered the palmaz genesis 4 x 15 stent mounted on a 142 cm. Amiia balloon catheter (bc) via direct stenting and the balloon ruptured at below the nominal pressure. The stent was deployed. The delivery system was removed and the stent was post-dilated successfully using an aviator plus balloon catheter. The procedure was completed successfully. The patient is in stable condition. There was no reported patient injury. No target lesion or lesion characteristics were provided. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The balloon deflated and re-wrapped normally. The product was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the renal artery target lesion, the physician delivered the palmaz genesis stent mounted on an amiia balloon catheter via direct stenting and upon inflation the balloon ruptured below nominal pressure. The stent was deployed, the delivery system was removed and the stent was post-dilated successfully using an aviator plus balloon catheter. There was no reported patient injury. No target lesion or lesion characteristics were provided. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The balloon deflated and re-wrapped normally. The product was removed easily from the patient and was intact. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15222950 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.